Event description:
Device was originally reported that it could not keep time and date and fault codes were logged into the error log that related to lost configurations due to a charge depleted coin cell battery. Physio-control replaced the coin cell battery. Sometime later, when the device was powered on, the device locked up and the front panel controls were not operational. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcs assembly, but could not replicate lock-up condition that was previously observed. The evaluation did determine that root cause for premature charge depletion of the coin cell battery was due to an electrically leaky nvram chip.